Event description:
Adverse event: myocardial infarction, in-stent restenosis. Onset of the adverse event: approximately 18 months after the procedure. Device issue: none. It was reported via a trial that approximately 18 months post, a proximal left anterior descending (lad) artery stenting procedure, the pt reported chest pain, EKG showed st elevation diagnosed as a myocardial infarction. The pt was hospitalized and was found to have in-stent restenosis as well as a new lesion in the mid lad. A xience stent was placed within the stent and in the mid lad. There was no adverse pt sequela reported. On (B) (6) 2010, pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). Angina, myocardial infarction, and restenosis are known potential adverse events associated with coronary stenting as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.